Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a battery life issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 11/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/29/2015 with the following findings: a review of the black box revealed evidence multiple 128 alarms on (B)(6) 2015. The battery cap was able to tightly secure to the pump. The battery compartment was found to be intact. The pump case was found to be cracked in the upper rh corner of display area. Moisture was evident behind the display lens. During evaluation, the pump was powered on with the returned battery cap to a distorted display image with no audible tone. A 128-fe89 alarm was received on each "rewind" attempt. Some steps were unable to be completed due to the eaw 128-fe89 alarm. The "idle and sleep" current draws were within specifications. The "rewind and load" values were unable to be obtained due to the eaw 128-fe89 alarm. A leak test revealed leaking at the crack in the pump case. The pump case was removed; there was evidence of moisture contamination found throughout the inside of pump.